Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm while sleeping. During troubleshooting with tandem technical support, it was found that the auto-off feature was set for five hours. The customer then changed the setting to "off". Reportedly, the customer's blood glucose level was impacted as insulin delivery was suspended for approximately four hours.